Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "complaint: non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements) affected bd products: ids sm with the list of affected skus identified by our team) we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) it must be placed underneath the ukrainian conformity mark."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "complaint: non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements) affected bd products: ids sm with the list of affected skus identified by our team) we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark.".